Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cardiosave intra aortic balloon pump( iabp) monitor was not closing properly and that the batteries were not coming out of the iabp. There were no patient harm or injury was reported.